Event description:
The user facility reported that the facility operator initiated a diagnostic cycle and observed hose separation at the softener housing outlet connection causing water to come out into the room where the system 1e is located. The facility operator immediately shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the processor and found the 90 degree factory crimped fitting separated at the softener housing outlet connection. The technician repaired the hose connection, ran test cycles and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).